Event description:
It was reported by a hospital in england that the infusion pump was involved in a overdelivery. Reportedly the pump was to infuse 150ml of an unk solution type over 15 hours. However, after 1.5 hours approx. 75% of the fluid infused. The pump displayed that 136ml was remaining to be infused. There was no patient injury as a result. No additional specific patient info was reported.